Manufacturer narrative:
The impella device was returned by the customer and an investigation is underway. A supplemental MDR will be filed at the conclusion of our analysis.

Event description:
The complainant reported a 51 year old male patient presenting with cardiomyopathy for impella support. During support, signs of hemolysis were exhibited. As a result, the pump was removed and the patient was escalated to an impella 5.5.

Manufacturer narrative:
The device was returned for evaluation with no abnormalities noted. Evidence of the clinical account suggests the reported hemolysis was due to patient's condition.